Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined further troubleshooting with tandem technical support.